Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 4 patient samples tested for ise indirect na, ci for gen.2 on a cobas 8000 ise module when compared to a different cobas 8000 ise module. The erroneous results were reported outside of the laboratory. Patient 1 initial cl result was 100 mmol/l. The repeat result was 91 mmol/l. The initial na result was 150 mmol/l. The repeat na result was 142 mmol/l. Patient 2 initial cl result was 88 mmol/l. The repeat result was 97 mmol/l. The initial na result was 148 mmol/l. The repeat na result was 138 mmol/l. Patient 3 initial na result was 150 mmol/l. The repeat result was 140 mmol/l. Patient 4 initial cl result was 103 mmol/l. The repeat results were 94 mmol/l and 91 mmol/l. The initial na result was 140 mmol/l. The repeat results were 153 mmol/l and 152 mmol/l. The repeat results were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and did not identify any issues. Reagent flow path cleaning was performed. The fse cleaned the sipper and vacuum nozzles. The adjustment of the nozzles and the probe were checked. An ise check was run x100 and precision testing was successful. Calibration and qc results were acceptable. The customer believes the issue has been resolved since the service visit.

Manufacturer narrative:
The customer provided data for an additional 3 patient samples where erroneous na and cl results were identified. Patient 5 initial cl result was 88 mmol/l. The sample was repeated twice with results of 97 mmol/l. The initial na result was 148 mmol/l. The sample was repeated twice with results of 138 mmol/l and 140 mmol/l. Patient 6 initial na result was 150 mmol/l. The sample was repeated twice with results of 142 mmol/l and 155 mmol/l. Patient 7 initial cl result was 94 mmol/l. The sample was repeated twice with results of 103 mmol/l and 91 mmol/l. The initial na result was 153 mmol/l. The sample was repeated twice with results of 140 mmol/l and 152 mmol/l. The investigation was unable to find a definitive root cause.